Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 99% stenosed, heavily tortuous, and heavily calcified de novo lesion in the mid right coronary artery. Following pre-dilatation, a 3.0x28mm multi-link 8 stent delivery system (sds) was being advanced; however, resistance with the anatomy was felt. The shaft kinked and separated at the proximal end. The sds was retrieved by pulling it out of the anatomy without issues. A 3.0x28mm xience prime and a 3.0x18mm xience prime also failed to cross due to the anatomy. The patient was sent for coronary artery bypass surgery because no device could cross. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported shaft kink and detachment of the device (shaft separation) was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.